Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. External visual inspection noted a dent in the back of the case. A review of the device memory noted on high voltage system fault, shock lead open code. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits.

Event description:
It was reported that this newly implant implantable cardioverter defibrillator (ICD) exhibited code 1005 after delivering a t-wave synchronous shock. This code is indicative of a shock into an open lead. A high out of range shock impedance measurement of greater than 120 ohms was also noted during this test shock. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this newly implant implantable cardioverter defibrillator (ICD) exhibited code 1005 after delivering a t-wave synchronous shock. This code is indicative of a shock into an open lead. A high out of range shock impedance measurement of greater than 120 ohms was also noted during this test shock. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.